Event description:
It was reported that the patient was sent to the emergency room (ER) because the patient experienced syncope at home. When the patient arrived at the ER, the patient was conscious. The syncope episode was due to electrolyte imbalance and was not related to the patient's lvad. After admission, an echocardiogram report showed left ventricular ejection fraction (lvef) was 18% and the patient had mild to moderate aortic regurgitation. The patient had a short run of ventricular tachycardia (vt) while in the ER, but was alert during the arrhythmia event. The arrhythmia attack was expected as the patient had an implantable loop recorder to monitor heart rhythm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported syncope, aortic regurgitation, and ventricular tachycardia could not be determined through this investigation. Evaluation of the submitted log files revealed that no atypical events were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31may2020. The current heartmate 3 left ventricular assist system instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. An arrhythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.